Event description:
Elevated thresholds were noted at a routine f/u. On (B)(6) 2010, this lead was capped and a new rv lead was successfully placed. Should add'l info become available, this event will be updated.